Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified and a lot number was no indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that the valved cannula leaked immediately upon the removal of the trocar during surgery. The procedure was completed with no harm to the pt.